Event description:
The patient reported the implantable neurostimulator was moving and flipping. It was indicated the patient had pain at the implant site. There were no trauma or falls related to the reported issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va12c8x , implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information available as patient stated that they had both their lead and implantable neurostimulator (ins) replaced due to lead coming completely detached from ins. Patient stated their device was moving and flipping which caused this to occur. Patient knew something was wrong because she was having issues with urinating and needing to push down hard to make anything come out. There was connection issue with lead. Revision occurred on (B)(6) 2017. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.